Event description:
The generator was returned to the manufacturer on (B)(4) 2011. Product analysis is not yet complete. The return product form (rpf) indicated that the generator was at eri=yes.

Event description:
It was reported through clinic notes received that the patient experienced a seizure for which he was hospitalized for in (B)(6) 2011. The patient also reportedly experienced an increase in seizures after returning home from an extended care facility. The clinic notes also mention that the patient was hospitalized for a seizure which was the result of a reaction to a new medication, however it is unknown at this time if this seizure is the same seizure that the patient was hospitalized for in (B)(6) 2011. The patient is now experiencing an increase in seizures reportedly related to generator end of service. The generator has not been checked since (B)(6) 2011. At that time, the generator's elective replacement indicator was still set to "no", so it is unknown when the end of service occurred. It is unknown if the seizure in (B)(6) 2011 or the increase noted after leaving the extended care facility are related to end of service. The generator was explanted and replaced on (B)(6) 2011, however, it has not yet been returned to the manufacturer for analysis. Attempts for additional information and product return are underway.

Event description:
Product analysis on the explanted generator was completed on (B)(4) 2012. During pa, the generator was found to be depleted. This was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful to date.